Manufacturer narrative:
Approximate age of device ¿ 15 days. A correlation between the device and the reported gi bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2015 the patient had suspected gi bleeding. The patient was transfused with 4 units of packed red blood cells over the course of 7 days while still hospitalized post-implant. It was reported that the patient had upper and lower endoscopies, a bleeding scan, and a capsule endoscopy but a bleeding source was not identified. Therefore, no treatment other than the transfusions has been rendered. The event reportedly resolved on (B)(6) 2015.